Event description:
Patient underwent aaa repair in 2007. One flex main body graft and two iliac leg grafts were placed. Then on approx three months later, one main body extension and another iliac leg graft were placed to extend the left side due to an endoleak caused by tortuosity. These pieces corrected the problem.

Manufacturer narrative:
Evaluation: still under investigation.